Event description:
It was reported to hill-rom that a patient's head went through the opening in the head rail. When the head of the bed was raised by the caregiver, the patient's head remained in the head rail. The patient received stitches to the forehead. A hill-rom service technician inspected the bed and found the bed to be working properly. The patient's torso area was above the bead area of the bed. The torso area is recommended to be lower in the bed, in the head section of the bed.